Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of the diaphragm valve. A leak test was performed which identified an opening on the anterior side. A microscopic analysis was performed which identified a delamination. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.